Event description:
Customer's mother reported hospitalization due to diabetes ketoacidosis. The blood glucose reading is 218 mg/dl. The blood glucose reading at the time of the event was 468 mg/dl. Caller stated that customer had ketones and vomiting. Hospital treated with IV fluids and insulin. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.